Manufacturer narrative:
A steris service technician inspected the reliance eps unit immediately and verified that it was operating properly and confirmed the unit's display and cycle printout showed that the cycle passed. The scope that was used in this procedure had been processed with another colonoscope that was used in a separate procedure and this patient experienced no adverse effects.the hospital's post-processing practice is to flush the colonoscopes with alcohol after processing and to either store them prior to use or use them immediately if needed. Steris recommended that the customer verify the cleanliness and effectiveness of the alcohol flush procedure.the customer indicated that they do not always perform the eps leak test as required in the processing instructions of the reliance eps operator manual. High level disinfection of devices processed in reliance eps cannot be guaranteed, unless the devices are processed in accordance with steris' instructions for processing and use. The steris account manager has scheduled in-service training for 11/20/2009 on the use of the reliance eps and reinforce the importance of performing the eps leak test.

Manufacturer narrative:
A steris account manager conducted an in-service training for staff on the use of reliance eps.

Event description:
A user facility reported patient onset of colitis following a colonoscopy procedure in 2009 using a pcf160al olympus colonoscope that had been processed in a reliance eps unit. The unit's display and cycle printout showed that the cycles passed. This scope has since been reprocessed by the hospital, and returned to service with no additional incidents reported. The patient was prescribed zosyn and has reported no lasting effects.

Event description:
It was reported that on (B)(6), 2010, patient had a different surgeon, surgeon performed a revision surgery. Three months later, he is still in therapy, but is still feeling pain. Patient stated that first surgeon had nicked a nerve and he now has nerve damage in that knee. Patient stated that, the revision surgeon, stated that the knee was "shot" and needed to be replaced. Patient believes that there was a problem with the implant itself.